Manufacturer narrative:
A couple of photos were shared by customer where debris, hair, and contamination are noted on the samples, none of them is observed in the fluid path, no additional damage or anomalies are observed on the photos. Complaint of particulate matter can be confirmed. The probable cause is an error during gowning process in manufacturing. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation - it has not been received. The investigation is pending.

Event description:
A complaint was received regarding to a rio transfer devices in which it was reported that the device have floating particles and ¿hair like¿ substance on the device when opened from package upon inspection. No patient involvement and no harm were reported.